Event description:
It was reported that this patient experienced continued lightheadedness as soon as one week post implant of this boston scientific pacemaker and competitive leads. Multiple pacemaker interrogations revealed stable atrial and ventricular lead function. The patient was informed his symptoms were likely due to low blood pressure which resulted in his blood pressure medicines being adjusted. A subsequent syncopal event occurred fourteen months later and device evaluation identified noise which was oversensed and resulted in pacing inhibition. Troubleshooting and testing was performed and the noise was not reproduced. The device was reprogrammed to doo mode with pacing therapy at 80ppm. X-ray identified the terminal pin of the associated right ventricular lead was not fully inserted into the device header. A revision procedure was performed to secure the lead in the header. No additional adverse patient effects were reported. This supplemental report is being filed to update the additional manufacturing narrative. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the noise, oversensing and pacing inhibition which caused this patient to have a syncopal event. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced continued lightheadedness as soon as one week post implant of this boston scientific pacemaker and competitive leads. Multiple pacemaker interrogations revealed stable atrial and ventricular lead function. The patient was informed his symptoms were likely due to low blood pressure which resulted in his blood pressure medicines being adjusted. A subsequent syncopal event occurred fourteen months later and device evaluation identified noise which was oversensed and resulted in pacing inhibition. Troubleshooting and testing was performed and the noise was not reproduced. The device was reprogrammed to doo mode with pacing therapy at 80ppm. X-ray identified the terminal pin of the associated right ventricular lead was not fully inserted into the device header. A revision procedure was performed to secure the lead in the header. No additional adverse patient effects were reported.